Manufacturer narrative:
The unit was returned to the manufacturer for repair and further investigation. Upon inspection by the manufacturer it was noted that the power harness connector and the circuit board were burned. There were no reports of burning smell, smoke, flames or sparks and the fire department was not called. The unit will be repaired and returned to the customer. (B)(4).

Event description:
A customer in the u.s. Reported a charred power harness at the power connection on their centrifuge. The customer discovered this while troubleshooting the centrifuge failing to power on. There were no reports of injury or impact to patient results as a result of this event.